Event description:
The user facility reported that the housing had cracks around the weld found during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the housing had cracks around the weld found during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9, h3 other text : device not available.